Event description:
It was reported that the insulin gauge displayed an amount different than expected. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to follow up with the customer, leaving a voicemail on the first attempt and closing the case after a second unsuccessful email attempt.